Event description:
I wish to bring to your attention a serious complication that I encountered with a kugel hernia patch which I implanted in one of the my pt's a yr ago, (2005). The reason I bring this to your attention now is because my pt suffered a six-month illness as a result of this complication. As I read about some of the complications encountered with similar products over the past yr, I am convinced that my pt may have also had such a complication from breakage of the ring-portion of the mesh. As instructed by your mailing to health care providers (just recently brought to my attention, not having rec'd personal letter), I feel it is important for me to bring this matter to your attention in order to give you an opportunity to institute measures necessary to further eval this product. (Bard composix kugel hernia patch; large oval 13.8cmx17.8cm; ref#0010202; lot#43dpd310). My pt had a ventral incisional hernia repair, under antibiotic coverage, using the above mentioned mesh. Several days after surgery, he developed the sudden onset of sharp piercing pain in his incision site and subsequently developed a tender wound abscess, requiring a second operation to drain the pus out. When the acute process subsided, the mesh became exposed and clearly visible at the bottom of the incision, where the fascial repair had fallen apart. After several mos of intravenous antibiotics and specialized wound care, it became obvious that the wound failed to heal and the infected mesh would have to be removed. Preparations were made to remove the infected mesh and replaced it with a biologic human allograft. In the process of removal, my assistant and I noticed that the solid ring had fractured in at least two locations. We thought nothing of it at the time until hearing similar reports from other surgeons experiencing the same problems. The pt is still recovering after undergoing intensive medical care. We have since, stopped using the self expanding kugel product line, not knowing the fate of these rings over time.